Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: complaint description: left primary hip replacement failure whilst waiting for revision. She was on the wl for revision as of (B)(6) 2015 loose cup. Horrendous osteolysis requiring tm and augment. Mom bearing and periprosthetic fracture. The cup, insert, head and stem were all returned together with the patients x-rays. The products and x-rays were forwarded to our bioengineering department for review. A worldwide complaint database search found no previous complaints with the same lot / product code combinations the returned products. The bio engineers report (see (B)(4) visual inspection report.pdf) concluded head was fixed to stem and liner to shell. Deep scratches were seen on head, these appeared to be retrieval or post revision scratches. It was noted from the medical records that the patient had fallen. Reported osteolysis in pelvis can be seen on the x-ray with cup migration apparent prior to fall in 2016. The 2008 x-ray suggests a leg length discrepancy. The x-ray image was not scaled making measurement difficult. Note femoral bone fracture following fall. It was unlikely that a manufacturing defect was present. No corrective action is required. Post market surveillance (B)(4). The patient's pathology reports were later received which were also reviewed with the comment: pathology report reviewed. No blood results provided. No infection reported. No information provided that would change previous conclusions. The complaint shall be closed with a undetermined; no product problem identified root cause the complaint category shall be monitored through the companies trending and post market surveillance activities. The products shall be retained in secure storage for future reference. Should any further information be provided relating to this case then further investigation may be undertaken. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 02 august 2016 - the patient's medical records were received. According to the medical records the patient had elevated cobalt and chromium levels. At this time the femoral stem is being reported.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loose cup, osteolysis and periprosthetic fracture.